Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges that the anesthesiologist noticed that there was a leak from the valve of the endotracheal tube during the surgery. The tube was changed and the anesthesiologist noticed that the new endotracheal leaking from the valve. No pt injury.